Event description:
The customer reported "the masimo sat showed 98%. The blood gas was 88%." The customer reported they had to re-intubate the patient.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.